Event description:
Trinity dual mobility / trifit ts revision pending. Bilateral patient has developed metallosis in both hips.

Manufacturer narrative:
Case (B)(4) initial report. Additional information, including operative notes, how long after primary surgery did the complications start, whether the revision has now been performed and an update on the patient post revision has been requested in order to progress with the investigation of this event, and if received, will be provided in a supplemental report upon completion of the investigation. The appropriate device details were provided and the relevant device manufacturing records will be identified and reviewed. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Manufacturer narrative:
(B)(4). Final report. Additional information, including operative notes, how long after primary surgery did the complications start, whether the revision has now been performed and an update on the patient post revision was requested in order to progress with the investigation of this event, however, this information could not be provided and thus the scope of the investigation was limited. It is unknown whether the revision has occurred. The appropriate device details were provided and the relevant device manufacturing records have been identified and reviewed. All finished parts associated with these records conformed to material and dimensional specification at the time of manufacture. Based on the available information, no further investigation can be conducted and the root cause of the event could not be determined. Therefore, this case is now considered closed, however, should any additional information be provided then this case may be re-opened for further investigation. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.